Event description:
The customer stated that there was a leak of clenz fluid (about 40 ml) inside / outside of the coulter lh 750 hematology analyzer. There was no exposure to open wounds or mucos membranes, no patient results were affected by the leak. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found leak at bsv tubing port 3 (used for delivery of diluent for cleaning) and tubing had popped off at retic clear pump. He replaced tubing at both places. (B)(4).